Event description:
During the procedure, the centrifugal pump speed could not be adjusted. The device was replaced and the procedure continued without incident.

Manufacturer narrative:
Pt info was not provided. A follow-up report will be forwarded when sorin group (B) (4) receives this info. The serial number will be forwarded when made available. The manufacturing date will be forwarded when made available. The incident occurred at (B) (6) hospital in (B) (6). This medwatch report is filed on behalf of sorin group (B) (4). The clinician reported that during the procedure, the centrifugal pump speed could not be adjusted. The device was replaced and the procedure continued without incident. A sorin service rep checked out the system and found it to function properly. The control panel and drive head were removed and returned to sorin group (B) (4) for further evaluation. Upon receipt, a follow-up report will be forwarded with their analysis.